Event description:
It was reported that the patient's device could not be interrogated and there was no output. It was noted that earlier in the year, the device showed several months of longevity remaining. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.